Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultravue meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue first occurred during the morning of (B)(6) 2015. At this time the patient provided the following meter readings which were obtained from the subject meter within 20 minutes of one another: ¿220 and 81mg/dl.¿ the patient stated that they manage their diabetes with an unknown type/dosage of insulin, and made no changes to their normal diabetes management regimen as a result of the alleged product issue. An unknown period of time later the patient stated that they experienced having a ¿low glucose level¿, however, did not mention specific symptoms which they associated with this. As a result of this the patient was taken to hospital in an ambulance where their blood glucose was measured on an unknown hospital meter at ¿54mg/dl.¿ the patient was given glucose in hospital and an unspecified period of time later had their blood glucose measured at ¿110mg/dl¿ on an unknown device. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The results which were obtained were obtained less than 20 minutes from each other, and the calculated difference of these glucose results exceeds lfs¿s criteria for precision. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.